Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, low, and rapidly varying pacing impedance. Noise was also observed on the lead. A fracture was suspected, which caused inappropriate shock to the patient. The lead was subsequently capped and replaced. No further patient complications have been reported as a result of this event.